Event description:
Following a successful premature ventricular contraction procedure in the left ventricle, a pericardial effusion occurred. Ten minutes post procedure, an echocardiogram revealed an effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.